Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer took no action to address the bg. Customer reloaded the cartridge to resolve the issue.